Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. No patient harm or further complications were reported. Therefore, since no patient harm is being alleged, no further assessment is warranted at this time. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found statements related to electrode detachment. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device showed a complete detachment of two electrodes, partial detachment of the screen, and some discoloration of the tip. The device was connected to a known good controller, which revealed that while two of device's electrodes were detach, the wand was able to electrically activate with no issues. Suction line performed as intended. The complaint was verified as the device's electrodes were detached. Factors, which may have contributed to the reported complaint include: hitting the device tip against a hard surface. Using the device as a lever to enlarge surgical site mechanical displacement of tissue through applied force. Activating the device above recommended settings for prolonged periods of time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during meniscus repair, the wand tip fall off when use inside the patient, all parts were successfully removed. It is unknown if there was a delay or back up to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.